Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation . Visual inspection of the returned platform was performed and no damage was noted a review of the archive was performed, and user advisory (ua) 41(patient temperature sensor failure) was confirmed several times from (B)(6) 2015; however it was not noted on (B)(6) 2016. Functional testing was performed and device passed functional testing without any fault or error report. In summary the customer's reported complaint was confirmed. The exact root cause for the reported complaint cannot be determined. One temperature sensor was replaced as a precaution to avoid ua 41. No fault or error was noted after the repair.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Evaluation not complete.

Event description:
It was reported that during a routine shift check the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. This occurred on three different occasion during shift check. No patient was involved with this event. No additional information was provided.